Manufacturer narrative:
The most probable root cause of the occurence is wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a sparking from the device during use. No harm to patient, user or third reported.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).